Event description:
It was reported that approximately three months post implant the patient presented with shortness of breath and interrogation revealed the device had reached recommended replacement time within six weeks post implant. The patient had dissatisfaction with how quickly the device battery depleted and reported there was extensive bruising following the implant. It was also reported the device charge time was greater than 18 seconds. It was noted that all electrical parameters and outputs for the three leads were within normal limits. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): we did receive performance data collected from the device and have analyzed the data. Analysis revealed battery depletion indicated and time of recommended replacement time (rrt) in save to disk on (B)(6) 2012, device rrt less than equal to 2.6251 volt. Weekly battery voltage trend data shows bat equal to 2.713 to 2.563 volts between (B)(6) 2012. Patient alerts for low battery voltage on (B)(6) 2012. The device was returned and analyzed. Actual longevity is less than 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): we did receive performance data collected from the device and have analyzed the data. Analysis revealed battery depletion indicated and time of recommended replacement time (rrt) in save to disk on (B)(6) 2012 device rrt less than equal to 2.6251 volt. Weekly battery voltage trend data shows bat equal to 2.713 to 2.563 volts between (B)(6) 2012. Patient alerts for low battery voltage on (B)(6) 2012.

Manufacturer narrative:
Product evaluation summary: further analysis was done of the battery from the returned device. Based on the destructive analysis results, no internal short occurred in the battery and no evidence was found of a condition that would cause a high internal current drain.